Manufacturer narrative:
Argus case: (B)(4).

Event description:
Happened due to remained adhesive cream in the mouth that was swallowed [accidental device ingestion]. A small amount of the adhesive cream was left inside the mouth and melted and caused the (consumer) to suffer overnight due to suffocating symptom [suffocation feeling]. Suffered overnight as there was a pain in the stomach as well, as if the stomach was being detached away [upper abdominal pain]. Adhesive cream was remained white on the tongue [coated tongue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident free denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer (denture adhesive). This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started polident free denture adhesive cream. On an unknown date, an unknown time after starting polident free denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), suffocation feeling, upper abdominal pain, coated tongue and product complaint. The action taken with polident free denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion, suffocation feeling, upper abdominal pain, coated tongue and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, suffocation feeling, upper abdominal pain and coated tongue to be related to polident free denture adhesive cream. Additional details, polident free denture adhesive cream was used by attaching on the denture. It was reported that before sleep, the remaining adhesive cream in the mouth was removed and (the consumer) went to sleep. However, a small amount of the adhesive cream was left inside the mouth, melted and caused the (consumer) to suffer overnight due to suffocating symptom. When checked, the adhesive cream remained white on the tongue; hence it was removed and washed off. It was reported that (the consumer) suffered overnight, as there was a pain in the stomach as well, as if the stomach was being detached away. No hot food was taken. It was reported that those symptoms were suspected to happen due to remained adhesive cream in the mouth that was swallowed. Follow up information was received on 04 january 2021 via quality assurance regarding complaint ((B)(4)) (lot unknown) expiry date unknown. Sample was not received. No sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. All of the documentation pertinent to a specific lot of finished product was contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope was reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. As this information was not available the complaint could not be substantiated.